Event description:
Analysis was approved for the explanted generator. When received, the final data was downloaded from the generator and reviewed. The data showed that 51.435% of the battery capacity had been consumed to date. The impedance values were within expected parameters. The generator was interrogated, and system diagnostics were performed and returned results within the normal limits. The generator was opened, and a visual assessment of the internal circuitry showed contaminants on the trimmed edge of the circuit board. The internal circuitry was tested and failed several electrical tests. The contaminants were removed from the circuit board, and the circuit board passed the electrical tests. Based on the electrical testing results, the contaminants on the edge of the circuit board led to the supply current drain, which in turn led to premature depletion of the battery.

Event description:
A physician suspected that a patient's generator was depleting faster than expected. The device history records were reviewed for the generator and confirmed that the device was manufactured using a process that may have contributed to the premature battery depletion. The device met all specifications for release prior to distribution. The patient underwent generator replacement surgery, but the explanted device has not been received by the manufacturer to date. Programming history was reviewed for the patient's device. The data was available from the date of implant through a recent visit nearly 2 years after implant. The 25% battery remaining indicator was first observed as of the recent clinic visit; however, only 43% of the battery capacity had been consumed. It could not be determined when the 25% indicator was first triggered since 9 months of prior history was unavailable for review. Additional programming data from the date of explant revealed that the device had reached the 11% remaining status although only 51% of the battery had been consumed to date. These discrepancies are an indication that the battery was depleting faster than expected. Impedance was within the normal limits throughout the available programming history. There was no evidence that an electrocautery tool came into contact with the device at implant. It appeared likely that the cause of the premature battery depletion is related to the manufacturing process of the generator. No additional relevant information has been received to date.

Manufacturer narrative:
Describe event or problem, corrected data: initial report inadvertently indicated the incorrect device disposition. Device available for evaluation? Corrected data: initial report inadvertently indicated the incorrect device disposition. Device evaluated by MFR?, corrected data: initial report inadvertently indicated the incorrect device disposition.

Event description:
The explanted generator was received for analysis, but analysis has not been approved to date. No additional relevant information has been received to date.